Event description:
It was reported the pt has been experiencing a burning sensation at the ipg site while recharging. A new charger was sent to the pt to help resolve the issue but was unsuccessful. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.